Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, less than one week from implant, the patient experienced chest pain and a cardiac perforation. The right ventricular (rv) lead migrated. The lead was revised to a septal position. No further patient complications have been reported as a result of this event.